Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to the second of two dreamtome rx 44 devices used during the same procedure. It was reported to boston scientific corporation that a dreamtome rx 44 was used in the papilla during papillotomy procedure performed on (B)(6) 2019. According to the complainant, during preparation outside the patient, the cutting wire broke. A second dreamtome was used; however, the cutting wire was also broke. The procedure was completed with another dreamtome rx 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.